Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000058500.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on one lead. Surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.